Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor (icm) tagged a non-true atrial fibrillation (af) episode as true af. No programming changes were done to address this issue. Patient was stable.